Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was not reported. It was reported that the patient was in the hospital for unspecified reason. It was reported that patient received unspecified treatment. The patient outcome was not reported. Action taken with pd therapy was not reported. No additional information is available.